Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp replied that the battery was depleted in response to the question of the cause of the sudden return of symptoms, the poor communication and the poor communication error and as a result the battery/neurostimulator was replaced. The hcp noted things were working properly after the explant/implant on (B)(6) 2018. Additional information was received via the hcp on 2018-dec-03. The hcp reported that the battery depleting was determined to be normal battery depletion. There were no further complications reported/anticipated.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Poor communication was reported by the patient. The patient reported they were getting poor communication on their programmer. While on the call, the patient made sure their antenna was secure and they attempted to communicate with the ins however the poor communication was not resolved. The patient noted they had a sudden return of symptoms. The patient noted they got the device for fecal incontinence and the device wasn¿t helping them at all because they had fecal incontinence daily, had to wear pads and took anti-diarrhea medication just to be ¿normal.¿ the patient mentioned they went to their health care physician (hcp) for blood work and they were feeling the fecal matter leaking out of them onto the pad they were wearing. The patient then placed the programmer directly over ins and synced and again the poor communication was not resolved. The patient was redirected to follow up with their hcp to have their implant checked. There were no further complications reported.